Manufacturer narrative:
Follow up 2/10/16: customer reported that the pump charged with new usb cable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple power source alerts despite the attempted use of multiple cables. It was also reported that the customer received a temperature alarm while attempting to charge the pump. Customer reported a blood glucose (bg) level of 191 (mg/dl), and indicated that insulin injections were available if needed. A replacement cable was sent to the customer.